Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant inratio value. On (B)(6) 2014: inratio 5.6, lab 1.2. Tests performed within 2 hours of each other. Patient's therapeutic range 2.5-3.5.